Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially extended, dried blood was noted in the neck region, and tissue was present on the helix. A cut through the insulation was noted 15 cm from the terminal pin. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that there was noise on this right atrial (ra) lead that led to atrial tachycardia response and pauses in pacing. Boston scientific technical services (ts) discussed it could be fine atrial fibrillation. P-wave amplitudes had reportedly been low for months. The patient was started on medication. This lead later dislodged. After encountering helix extension difficulties, the lead was explanted no additional adverse patient effects reported.